Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, possibly exacerbated by poor imaging due to poor bone quality.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. Imaging was difficult due to gas and the patient's poor bone quality. The patient reported radicular pain immediately following the procedure. The surgeon determined that the most superior positioned implant had breached the neuroforamen. Two days after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.